Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit did not switch to mechanical ventilation when requested during a case. The unit was swapped out with another one and the case was able to continue. There was no report of patient injury.